Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Case with patient identifier (B)(4) is related to case with patient identifier (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 386 mg/dl (nano) and 169 mg/dl (compact plus). No serious injury reported. Requested return of suspect device and replacement was sent.